Event description:
It was reported that while interpreting the data on the implantable cardiac monitor (icm) there was undersensing noted with and that there was a question as to whether the patient was symptomatic per recorded episode. If was further noted that there was a recorded fast ventricular tachycardia episode recorded that was instead noise superimposed over the natural heart beat on the electrogram. It was determined that there could be a potential for muscle noise due to where the device was implanted. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.